Manufacturer narrative:
A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies with the exception of damages that are consistent with procedural damage.

Event description:
During follow-up, a decrease in sensing was noted. No anomalies were identified during diagnostic imaging. The lead was explanted and replaced and the patient was in stable condition.